Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead now exhibited high out of range shock impedance measurements of greater than 200 ohms. Boston scientific technical services (ts) was consulted and discussed that we cannot guarantee full therapy delivery based on the lead impedance measurements. It was noted that the presenting electrogram (egm) appeared to be appropriate. Ts suggested delivering commanded shocks to test the system. The field representative noted that at this time the physician has opted to continue to monitor the patient and not perform any additional testing. It was noted that the patient has not received any shocks or had any arrhythmias. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation it was noted that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements of 154 ohms. It was also noted that the shock impedance has always trended high, but has remained within range until now. All other lead measurements were within normal limits. At this time the physician has opted to continue to monitor the patient with increased in office follow ups, as remote home monitoring is not an option for the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead now exhibited high out of range shock impedance measurements of greater than 200 ohms. Boston scientific technical services (ts) was consulted and discussed that we cannot guarantee full therapy delivery based on the lead impedance measurements. It was noted that the presenting electrogram (egm) appeared to be appropriate. Ts suggested delivering commanded shocks to test the system. The field representative noted that at this time the physician has opted to continue to monitor the patient and not perform any additional testing. It was noted that the patient has not received any shocks or had any arrhythmias. According to additional information the defibrillation threshold test was completed, and the shock lead impedance was high, out of range still. There were concerns regarding possible therapy truncation of the biphasic waveform. Also, the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The ICD and rv lead remain in service. No additional adverse patient effects were reported.